Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis (fa) investigation. The customer indicated the accessory was not available for product return. Therefore, the failure analysis cannot be performed and the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Isi received the monopolar curved shears (mcs) instrument involved with this complaint and completed the device evaluation. Fa investigation confirmed the customer reported complaint of "arcing and charred". The instrument was found with a melted tip of one of the blades. The electrical continuity passed. No other damage was observed to the wrist assembly. The tip of blade was rounded out and appeared with black melted areas. Any material missing from the damage of the blade is likely thermally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse. Additional fa investigation noted that the damage on the mcs instrument can potentially happen if the mcs instrument is energized while in close proximity to another metal object. Higher power settings on the generator combined with energizing near metal has the potential to exacerbate the issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the monopolar curved scissors (470179-19/n101911120019) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4), and the alleged event occurred on the 8th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) instrument arced at the distal tip while cauterizing tissue, and charring was noted. After the arcing event, the customer noted damage on the tip cover. The customer indicated the mcs instrument was installed properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the mcs instrument, mcs tip cover accessory, and the cannula were inspected prior to use. The esu settings were cut 3 and coag 3. The customer had the cadiere forceps and prograsp forceps installed on the other arms for use. The arcing event was noticed immediately upon entry into the cavity and when in contact with the gallbladder tissue. The mcs instrument was removed with the wrist straightened. There was no report of collision with any other instrument or tool during procedure. The instrument was not removed prior to the arcing. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The mcs tip cover accessory was installed with an installation tool. The customer indicated the mcs tip cover accessory was not installed beyond the orange surface, but no part of the orange surface was visible. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. The customer indicated the mcs tip cover accessory is not available for failure analysis (fa).